Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a call from a hospital nurse reporting a pacemaker patient passed away. The nurse was not aware of the cause of death, but noted it was likely respiratory related and not related to the device. The reason for hospital admission was respiratory related and the patient was placed on comfort care. The nurse also mentioned that there was something noted about the patient having vegetation on their leads, but she was not aware if this contributed to the patient's death. Boston scientific technical services (ts) discussed this is a pacemaker only, so explained it will continue to pace even after the patient passed, but that it would not cause any harm. Ts discussed explanting the device if the patient is cremated and also to return the products to boston scientific. Additional information has been requested of the hospital, but nothing is available at this time. If additional information becomes available, this report will be updated.